Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufacturers right atrial (ra) lead had observations of high pacing impedances that were within normal range that was being oversensed by the minute ventilation (mv) sensor. This resulted in the patient having pacing inhibition of greater than two seconds. Technical services recommended to turn off the respiratory rate trend sensor. This ICD and other manufactures ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufacturers right atrial (ra) lead had observations of high pacing impedances that were within normal range that was being oversensed by the minute ventilation (mv) sensor. This resulted in the patient having pacing inhibition of greater than two seconds. Technical services recommended to turn off the respiratory rate trend sensor. This ICD and other manufactures ra lead remains in service. No adverse patient effects were reported.